Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Frequency knob end cap was missing , and battery holder corroded. Electronic alarms sounded but when occluding the patient outlet fitting, the pneumatic alarm did not sound. Replaced the alarm reed and now the pneumatic alarm sounds at the appropriate pressure threshold. The reported issue was confirmed. The root cause of the reported problem was found to be faulty alarm reed. The technician replace the faulty alarm reed.

Event description:
It was reported that the alarm audio was absent. No patient injury was reported.